Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during dwell 1/5 of their automated peritoneal dialysis thearpy. Reportedly, the home patient left a clamp open on an unused supply line during therapy. Baxter's technical service center assitsted the home pt in ending therapy early. Treatment was discontinued at that time. No patient injury or medical intervention was assocated with this incident per the home patient.